Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 02/06/2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was alleged that there were air bubbles in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.